Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged inside the patient during surgeon's use. The surgeon removed the broken tip from the patient. The case continued without patient harm. This incident was also reported on medwatch # (B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: 06/24/2016. Date of follow-up report: 11/07/2016. Six sonicision cordless ultrasonic dissectors were received for evaluation. These devices have not been used in the treatment or diagnosis of the patient. Visual inspection found no defects. All six devices were unused and still sealed and therefore were not the incident sample. The customer reported that one of the tips of the instrument broke off inside the patient. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Functional testing was performed with the returned dissectors using a test lab generator and battery. The assembled devices successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled devices were tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The devices were also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the devices to function normally and within specifications. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.